Event description:
Boston scientific crm received information that this lead was explanted due to a patient infection.

Manufacturer narrative:
No other adverse patient effects have been observed. At this time, no additional information is available. If additional information becomes available, this report will be updated.